Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
A contact for this peritoneal dialysis (pd) patient reported that during treatment on (B)(6) 2025 the patient became incoherent. Emergency medical services (ems) was called. The patient¿s blood pressure was low and treatment on the liberty select cycler was discontinued. The patient was transported to the hospital and admitted. The patient was discharged on (B)(6) 2025. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been experiencing syncopal episodes of unknown etiology. The doctors have not determined the cause. The patient had experienced the episodes outside of treatment as well. The pdrn stated that the episodes are not related to the patient¿s pd treatments or any fresenius product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact for this peritoneal dialysis (pd) patient reported that during treatment on (B)(6) 2025 the patient became incoherent. Emergency medical services (ems) was called. The patient¿s blood pressure was low and treatment on the liberty select cycler was discontinued. The patient was transported to the hospital and admitted. The patient was discharged on (B)(6) 2025. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been experiencing syncopal episodes of unknown etiology. The doctors have not determined the cause. The patient had experienced the episodes outside of treatment as well. The pdrn stated that the episodes are not related to the patient¿s pd treatments or any fresenius product(s).